Event description:
Claimant underwent right hip arthroplasty on (B)(6) 2011 and was implanted with a trident shell with mdm liner and abgii modular hip. She was revised on (B)(6) 2021.

Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.